Manufacturer narrative:
The ge rep performed an on site investigation. The reported issue could not be duplicated. The emergency stop button was reset and the system was rebooted during the service call. The system was then found to be operating as intended and put back into service.

Event description:
The customer reported that the 9900 system joystick locked up. No pt injury was reported.